Event description:
Follow-up information was received on 14-feb-2017: the physician informed the patient was injected with radiesse(+) on wednesday morning. Therefore, the therapy start and end date were changed from (B)(6) 2017. On wednesday (B)(6) 2017, approximately one hour after the treatment with radiesse(+), the patient developed massive swelling without globus sensation and without dyspnea. The practice was closed in the afternoon, so the patient went to the emergency department, where she was treated with intravenous cortisone, antihistamines and antacids. Overnight hospitalization was recommended, but declined by the patient. In the opinion of the physician, the situation was not life-threatening for the patient, but she could not exclude a potential life-threatening situation in case the comprehensive corrective treatment would not have been performed. The later performed rast test (radioallergosorbent test) was negative on lidocaine, nevertheless, in the opinion of the reporter, the event was clearly related to one of the radiesse(+) ingredients based on the close temporal relationship.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, quincke's edema, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) lot # 100092678 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No conformances were noted that would have contributed to this event. Device not returned to manufacturer.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient ((B)(6)). She was injected with a total of 1.5 ml of radiesse(+) per 8 injection points (4 on the right and 4 on the left side) into the nasolabial folds and chin, for volume loss and folds, on (B)(6) 2017. The batch number was reported as 100092678 and catalogue number was reported as 8063m11k1. The needle used for injection of radiesse(+) was reported as 27 g. The patient's medical history included house dust mite allergy. The patient's past medical history included herpes labialis 3 months before. Anamnesis revealed, the patient had filler treatment, without complaints, years ago. The patient had no disposition to lymph drainage problems and no surgical interventions. The glogau classification was reported as lll. A radioallergosorbent (rast) test on lidocaine was negative. Concomitant medications were reported as none. On (B)(6) 2017, approximately one hour after the treatment with radiesse(+), the patient experienced quincke's edema, with swelling of the face and lips. The patient required medical intervention at the clinic emergency room. Corrective treatment included systemic therapy with steroids and antihistamines as bolus, which included 250 mg of solu-decortin h (prednisolone), 1 ampoule of tavegil (clemastine) and 1 ampoule of ranitic (ranitidine). Since (B)(6) 2017, the patient was treated with loratadine, 1-2 per day for 10 days. No systemic antibiotic was prescribed, the patient was not hospitalised and the event was not considered to be permanent. The outcome of the event was reported as resolved, on (B)(6) 2017. In the opinion of the reporter the event was of severe intensity and not life-threatening. A causal relationship to the filler injection was not suspected, but as per reporter, a causal relationship to incorporated local anaesthetic in the product was suspected.